Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was lost to follow-up, and presented to clinic with complaints of fatigue. Loss of capture, decreased r-wave sensing, and noise were observed. Therapy and pacing were disabled and further evaluation was recommended. Lead dislodgement was suspected, however never confirmed. It was later reported the system was explanted due to an unrelated reason.